Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was flush . Customer's blood glucose value was 397 mg/dl. The customer also reported that the blood glucose reached 400 mg/dl. Customer will return device for analysis.

Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner. No loose drive support cap anomaly noted.